Event description:
A home pt's spouse contacted baxter's technical service ctr regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 1/9 of their automated peritoneal dialysis therapy. Per initial report, the home pt connected their pt line extension set to the pt line of the homechoice machine after the prime cycle was completed. Baxter's technical svc ctr assisted the home pt's spouse in ending the therapy early. No pt injury or medical intervention was associated with this incident per the home pt.